Event description:
This is a (B)(6) male pt who underwent a decompressive lumbar laminectomy with foraminotomy and medial facetectomy, l3-4 and l4-5; and insertion of coflex intralaminar device l4-5 on (B)(6) 2014. A sterile basic neuro pack bulb syringe was used to irrigate the wound. During the irrigation a small green piece of the sterile basic neuro pack bulb syringe was noted in the surgical field. The small green piece of the bulb syringe was removed and the wound required further irrigation. The surgical field was carefully inspected and there were no other particles in the wound. The bulb syringe used was intact; however, it appeared a loose piece was inside the syringe that released in the wound during irrigation.